Manufacturer narrative:
Investigation results: one photo was received by our quality team for evaluation. Based on the photo, it was observed that the catheter was kinked; therefore, the reported incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on our quality team's investigation, the potential root cause could be related to handling issues. As explained in the IFU, to avoid damaging the catheter, do not withdraw it through the needle once it has passed beyond the epidural needle tip. Secure the catheter aseptically at the puncture site with sufficient slack to prevent pull-out and kinking. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: while inserting catheter kinked. No patient harm.